Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: device migration manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast revision surgery with implantation of a 685cc mentor memorygel boost breast implant prosthesis. Post-operatively, the patient was diagnosed with left breast baker grade iii-IV capsular contracture during an in-office visit with a medical professional as she had a stiff and elevated left breast that appeared smaller than the right breast. During a secondary follow-up, she was noted to have right breast implant bottoming out and she was diagnosed with right breast implant malposition. As a result, the patient underwent bilateral removal and replacement with 740cc mentor memorygel boost breast implants on (B)(6) 2024. This report is for the right breast prosthesis.

Manufacturer narrative:
On january 27, 2025, the mentor analysis lab received the suspect medical device for evaluation. On february 13, 2025, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).